Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the batteries on the system were not holding charge. It has died when moving the system. They kept it plugged in at all times. Reporter wasn't sure if it was set to e-stop or if it was off during the day. This was reported outside of a case. There was no patient present.